Event description:
Healthcare professional reported "slight lateral migration of the implants with a medial hollow when patient is supine, not device related (capsule related)" (displacement - ndr) and capsular contracture, baker grade I with no form of surgical treatment or reoperation listed. Healthcare professional later reported rupture. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ device migration - ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "slight lateral migration of the implants with a medial hollow when patient is supine, not device related (capsule related)" (displacement - ndr) and capsular contracture, baker grade I with no form of surgical treatment or reoperation listed. Healthcare professional later reported rupture. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b5, h6.

Event description:
Device discarded